Event description:
An article found on the cleveland clinic tweet titled "in epilepsy, sleep apnea can be at play even when you least expect it" was reviewed. The article identified that an unknown vns patient's device failed twice. It was noted that the second time the device failed was permanent. Attempts to obtain additional relevant information have been unsuccessful to date.